Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-jun-2024, it was reported that the patient faced that there was infusion flow block alert. No further information available.